Manufacturer narrative:
Customer did not provide the lot number of the affected device.

Event description:
Information was received regarding a cadd extension set. It was reported that there was leakage observed during a chemotherapy treatment. Effects on the patient is unknown.

Manufacturer narrative:
Information was received on 14-dec-2020 indicating that the leak was observed during administration. The patient required a change of tubing at the emergency room and the clinical consequences could not be assessed. Device evaluation completion date: 01/31/2021: device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. Leak testing was performed and indicated that the extension set leaked from the filter vent. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.